Event description:
On (B)(6) 2010, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was noted that the proximal neck angle measured about 70 degrees. A possible type-2 endoleak from the lumbar arteries was suspected upon completion angiography. The pt tolerated the procedure well. On (B)(6) 2011, a reintervention occurred to treat a proximal type-1 endoleak with slight, indeterminate aneurysm growth. A gore excluder aaa aortic extender endoprosthesis was placed. Final angiography confirmed a type-2 endoleak from a lumbar artery. The pt tolerated the procedure well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak. Add'l gore devices related to this event: (B)(4).